Event description:
It was reported the pt had lost stimulation, and was unable to communicate with the system using the pt programmer. The sjm representative met with the pt and determined all of the contacts on the lead showed high impedances. Follow up with the pt identified the pt had health issues unrelated to the scs system, and it was reported the pt would follow up with his physician regarding the stimulation at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.